Event description:
It was reported that during the procedure in the anterior tibial artery, the 5x40x120 xpert stent delivery system was advanced to the target lesion; however, the stent could not deploy. There was no partial deployment or exposure of the stent noted. The stent system was exchanged for a new unspecified stent system and the procedure was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the stent implant was partially deployed 1.7cm over the tip.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent implant was stationary on the shaft and was partially deployed 1.7cm over the tip. The failure deploying the stent was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.